Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low speed and low flow alarms cannot be confirmed. The patient was seen in clinic with complaints of the vad alarming when their speed dropped very low while they were sleeping. They noted seeing 4 low speed and 2 low flow alarms just after midnight and were reportedly connected to ac power at the time. An x-ray and the patient's log file were submitted to and reviewed by technical services. The x-ray revealed the patient¿s internal portion of driveline. The x-ray was unremarkable. The log file contained approximately 6 hours of data, spanning from 10oct2019 10:53 to 10oct2019 16:54, which captured routine power changes and approximately 237 pi events. The pump appeared to be operating as expected at the set speed of 9200 rpms with pump power, flow, and pi ranging from 4.7-6.0 watts, 3.5-5.7 lpm, and 2.1-5.8, respectively. The reported low speed and low flow alarms were not captured in the log file. Multiple requests for additional information were sent to the customer but no additional information was provided. The patient remains ongoing on vad support. No product available for investigation. The heartmate ii lvas IFU explains that pump flow is estimated based on pump power. This IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. The heartmate ii IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 7 of the IFU, titled "alarms and troubleshooting", outlines all system controller alarm including low-speed advisory and low flow alarms as well as the appropriate actions associated with them. The heartmate ii patient handbook and the instructions for use both cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning, as usual, is broken, or they are uncomfortable with the operation of the equipment. Pulsatility index is addressed in section 6.4 of the heartmate ii operating manual. Pi events are examples of routine events and do not appear in the alarm history. Pulsatility index (pi) is a calculation related to the amount of assistance provided by the pump. Pi values typically range from 1 to 10. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (ie, the pump is providing greater support and further unloading the ventricle). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that device alarmed for low speed while patient was asleep. 4 low speed alarms were observed along with 2 low flows after midnight but were not observed upon interrogation since all events recorded up until 10:53 am. X-rays were performed which were unremarkable. It was reported that no low speed alarms were noticed while patient twisted, turned and bent. Patient was asymptomatic. Physical manipulation of the external driveline did not result in speed drops. Manufacturer's technical service representative reviewed the log files and no low speed events were captured. No further information was provided.